Manufacturer narrative:
The pump was received with unresponsive keypad due to pillowing keypad overlay. Unable to perform the self test, and displacement test.

Event description:
The customer reported via phone call that the all buttons was unresponsive. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer stated the buttons was responding now. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.